Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) addition information: a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that primary audible alarm post was found recorded in history also acu watchdog as sympathy alarm. During analysis, the reported issue was unable to be duplicated. Speaker test at level 1 the value is 12 (the valid range is 9 to 20), at level 5 the value is 168-170 (the valid range is 130to 245). Speaker level set at 1, test value 12 (valid range is 9 to 20). The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. Service also replaced speaker as a preventive measure and performed self-test/occlusion test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog failure, acu power strobe failure and exhibited primary audible alarm. No adverse effects were reported.